Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was provided. The photo shows the plunger rod with four back spots. These are embedded burnt resin. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a device history review could not be completed as no batch number was provided. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 20ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 301031 batch no.: unknown. Per spreadsheet: particulate.